Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: laflamme, m., belzile, e., bedard, l., van den bekerom, m., glazebrok, m., and pelet, s. (2015) a prospective randomized multicenter trial comparing clinical outcomes of patients treated surgically with a static or dynamic implant for acute ankle syndesmosis rupture. J orthop trauma, volume 29: 216-223. This report is for unknown - 3.5-mm cortical screw/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article laflamme, m., belzile, e., bedard, l., van den bekerom, m., glazebrok, m., and pelet, s. (2015) a prospective randomized multicenter trial comparing clinical outcomes of patients treated surgically with a static or dynamic implant for acute ankle syndesmosis rupture. J orthop trauma, volume 29: 216-223. The purpose of this article is to compare the clinical and radiographic outcome after stabilization of an acute syndesmosis rupture with either a static implant (a 3.5-mm metallic screw through 4 cortices) or a dynamic device (tightrope). This study included seventy (70) subjects admitted for an acute ankle syndesmosis rupture entered the study and were randomized into 2 groups (dynamic fixation = 34 and static fixation = 36). Sixty-five patients (dynamic = 33 and static = 32) completed the study. The static fixation group consisted of twenty-six (26) males and ten (10) females, with an average age at surgery of 39.3 years. The range of patients was 18-65 years old. The mean follow-up time was twelve (12) months. This is report 1 of 3 for (B)(4). This report is for an unknown ¿ 3.5-mm cortical screw and refers to four (4) unknown patients in the static group had of loss of reduction observed and eleven (11) unknown patients in the static group required screw removal for discomfort after 6.3 months (range, 4.3-9.4).